Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.

Event description:
It was reported that the platform indicates user advisory 7 (discrepancy between load 1 and load 2 too large), which could not be cleared. No adverse event reported.